Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient turned off stimulation prior to undergoing an unrelated procedure in (B)(6) 2015 and subsequently experienced loss of stimulation (date of event is unknown). An sjm representative confirmed the scs ipg was inoperable using external devices. Surgical intervention will be taken at a later date to address the issue.